Manufacturer narrative:
No RMA has been initiated for this issue. Model trex28r, serial number/date code is unknown. The owner's manual part number 1110546 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the front caster tires came off the caster rim. Dealer will request a RMA in order to return the damaged casters to invacare for inspection and an evaluation. No injury or medical intervention alleged.

Event description:
Customer alleged front caster tires has come off of the caster rim. Sent no charge on order. No injury alleged.